Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint ¿ asr revision recommended - left hip. Asr xl acetabular system, (B)(4). Update - (B)(4) 2011, revision planned, no date received update received (B)(6) 2014. Further confirmation received (B)(6). Claim was originally entered with the incorrect reference (B)(4). Reference number updated to correct number. Surgery date amended in line with claimsuite and manufacturing dates. Hospital, surgeon and revision date added. Country amended. Two products added. (B)(4). Confirmation received (B)(4) 2014. Revision took place in (B)(6), not (B)(6). Surgery date confirmed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended - left hip. Asr xl acetabular system. Claimsuite reference (B)(4). File handler: (B)(6). Update - 27 january 2011, revision planned, no date received. Update received 7th august, 2014. Further confirmation received 15 august. Claim was originally entered with the incorrect reference (B)(4). Reference number updated to correct number. Surgery date amended in line with claimsuite and manufacturing dates. Hospital, surgeon and revision date added. Country amended. Two products added. Md&d reference number: (B)(4). Confirmation received 19th august 2014. Revision took place in (B)(6). Surgery date confirmed. Further confirmation received 28th august 2014. Operative notes added. Patient middle name added. Revision reason added. Claim number added. Reason(s) for revision: metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.